Manufacturer narrative:
One cadd legacy plus pump was returned for analysis. Visual inspection performed, and product found with no physical damaged. Event history log review was performed and found no evidence of reported problem. Visual inspection and motor testing were performed. According to the investigation the customer's reported problem was confirmed, the reported "error 1870" was duplicated during motor testing. The investigation reported that the pump faulty motor caused the reported problem. Service' replaced the pump faulty motor to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had an error code 1870. There were no reported adverse events.